Manufacturer narrative:
Initial and final MDR 1896134- MDR 3003442380-2024-10117- device 3 of 3

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6)2024 and (B)(6)-2024, patient reported 3 infusion set fell off during use. The infusion set was in use for 30-35 minutes. The patient's blood glucose level was 40 mg/dl. The treatment recieved for low blood glucose was an injection of glucagon. No further information available

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4). Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The investigation associated with related event (B)(4) has been approved and is complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post marketing surveillance (pms) product trends and malfunction according to the on market quality review (omqr). The identified malfunction code, idd-pmc01.07 adhesive patch lifts or detaches during use, is not associated with a design or manufacturing-related complaint issue. Therefore, a detailed investigation or inspection of reference samples is not required. Batch review: lot 6003737 was manufactured on 19/oct/2023, in line 7, with a total of (B)(4) pcs. The batch record was reviewed to verify if all the applicable procedures were followed, and no issues were found. Review of the batch record showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue was found within the documentation. Due to the following batch record review yielding no discrepancies and no non-conformance (nc) was generated during production. No further action is required for this complaint. The acrylic glue on the adhesive is not applied by convatec and the adhesive material has been manufactured and inspected in accordance with all specifications, batch documentation and the requirements according to 21 cfr part 820: quality system regulation and iso en 13485:2016: medical devices-quality management systems.

Event description:
To date no additional patient or event details have been received.